Manufacturer narrative:
Device evaluation: 1 x zepdf-5-2 of lot # c1765227 was returned to cirl for evaluation open in its original packaging. This file is related to pr319855 (3001845648-2021-00155) which was opened for the replacement zepdf-5-2 device. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 12th february 2021. The device was noted as kinked in the 3rd porthole on the pigtail end. A 0.035 wireguide could pass through the stent as expected documents review including IFU review: prior to distribution all zepdf-5-2 are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for zepdf-5-2 of lot number c1765227 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1765227. The instructions for use, ifu0055-4 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ also, the user is instructed by the instructions for use, ifu0055-4 ¿care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent.¿ the japanese packaging insert (c-es0202m16) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. Root cause review: a definitive root cause can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per information stated a 0.025" wire guide was used. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
When the user tried to straighten the stent with his hands and advance it over a kaneka medix's wire guide(kn-25450asba, 0.025inch) , his hands slipped and the stent got kinked. Another zepdf-5-2 was used instead. There have been no adverse effects to the patient reported. -user's comment I tried to straighten the stent with advancing the stent over the wire but the pig tail part was not straightened, so I tried to straighten the stent with my hands and it got kinked. -sales rep's comment no straightener in zepdf-5-2 kit, doctor's experience would be necessary when using a guidewire with stiff proximal side and straightening the pigtail part. For all complaints: 1 for all complaints, ask: does the complaint relate to:device placement/device removal/observation prior to patient contact after the proximal side of the guide wire reached the beginning of the pigtail curve and did not follow the curve. 2 what was the target location for the stent? Pancreatic duct 3 please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. Unknown 4 what is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?* kn-25450asba, 0.025inch 5 was the wire guide lubricated prior to use? Unknown 6 was the device at the centre of the complaint inspected for damage prior to use? Yes 7 was the wire guide inspected for damage prior to use? Yes 8 were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? Yes 9 if yes please indicate the procedure performed. Dilate the stricture 10 did the patient involved exhibit altered anatomy or tortuous anatomy? Unknown 11 if not with the device in question, how was the procedure finished? Another stent was used 12 did the patient require any additional procedures as a result of this event? No 13 what intervention (if any) was required? N/a 14 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a 15 were any other defects observed on the device prior to return (other than the reported complaint issue)? No 16 was a straightener used to straighten the stent? No straightener in this kit. 17 (if any damages were confirmed prior to use)was the package damaged? No